Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 crts (B)(4) (con): omitted information from related pe (B)(4): broken belt. Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient encountered a power-on-reset warning screen (por) message while trying to recharge the ins. The patient was able to clear the message and start charging again, but the message appeared a second time the following week and they were unable to clear the message. It was noted that the patient had been exposed to electromagnetic interference (emi) while they were in the hospital a week prior to the report (hospitalization unrelated to device/therapy). During the call the patient used their programmer and saw that it was showing the informational por screen, and they were able to clear por. The issue was considered resolved. No patient complications were reported.